Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that server had low disk space. A technical support specialist (tss) dialed into the server and verified that the issue was already resolved. Service queries confirmed that all crossovers were current. The customer confirmed that low disk space on one of the structured query language (sql) servers ((B)(6)) had been identified and resolved by adding additional space. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all adt and orders were not crossing over to pyxis, interface went down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.